Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding pt/inr cartridges that yielded a discrepant pt/inr results when compared to the lab method. Customer used several lots in 2011. For 2011, the customer noted that 122 inr's were above 4.0 out of 3233 or 3.8%. Lot#: r11243b; MFR date: 08/2011; exp date: 02/14/2012. Lot#: r11253; MFR date: 09/2011; exp date: 02/28/2012. Lot#: r11270; MFR date: 09/2011; exp date: 03/14/2012. Lot#: r11272a; MFR date: 09/2011; exp date: 03/14/2012. Lot#: r11294b; MFR date: 10/2011; exp date: 04/14/2012. Based on the info available at this time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation that was completed on (B)(4) 2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the us food and drug administration.